Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The cable was replaced. The navigation system then passed the system checkout and was found to be fully functional. The power cable was returned to the manufacturer for analysis. Analysis found that the cable jacket had been cut in three places. The internal wires were exposed, including bare conductors in one location. There were no opens or shorts detected. Analysis found that the reported event was related to a electrical issue.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the wire was exposed on the power cable.